Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient had major intraperitoneal bleeding and sustained ventricular arrhythmia requiring defibrillation or cardioversion. It was noted that there was a lesion or history of disease at the bleeding site that precipitated the onset of the bleeding. The patient was admitted to the hospital on (B)(6) 2025. The patient was treated with between 4 and 8 units of red blood cells. The patient was also administered warfarin. The arrhythmia required electrical cardioversion. It was additionally reported that progression of renal failure was observed, and the patient's condition was being managed as continuous hemodiafiltration (chdf) dependent. The clinic aimed to improve the patient's nutritional status and activities of daily living (adl). There was a high possibility of maintenance dialysis in the future. It was additionally reported that the patient had a major gastrointestinal (gi) tract bacterial infection on (B)(6) 2025. The infection was treated with medication. The patient passed away on (B)(6) 2025 due to aspiration pneumonia. It was stated that the device was functioning properly at the time of death. The device was explanted and not returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The IFU lists potential adverse events, including arrhythmia, renal dysfunction, infection, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. The IFU also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's general condition deteriorated due to gallbladder rupture, which progressed to bacteremia, and ultimately resulted in aspiration pneumonia. It was noted there was no causal relationship between the death and the device. The device remained stable and no driveline infection was not observed. Sepsis and the patient's deteriorated general condition led to impaired sputum clearance.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had a major gastrointestinal (gi) tract bacterial infection on (B)(6) 2025. The infection was treated with medication. The patient passed away on (B)(6) 2025. It was additionally reported that the patient experienced low flow alarms in the setting of passing away due to aspiration pneumonia. It was stated that the device was functioning properly at the time of death. The device was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that progression of renal failure was observed, and the patient's condition was being managed as continuous hemodiafiltration (chdf) dependent. The clinic aimed to improve the patient's nutritional status and activities of daily living (adl). There was a high possibility of maintenance dialysis in the future.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing until 19dec2025 when they passed away due to aspiration pneumonia. See (B)(4), (B)(4). The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists potential adverse events, including arrhythmia, renal dysfunction, and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had major intraperitoneal bleeding and sustained ventricular arrhythmia requiring defibrillation or cardioversion. It was noted that there was a lesion or history of disease at the bleeding site that precipitated the onset of the bleeding. The patient had a gallbladder rupture associated with congestive edema-type acute cholecystitis. The patient was admitted to the hospital on (B)(6) 2025. The patient was treated with between 4 and 8 units of red blood cells. The patient was taking warfarin at the time of the event. The arrhythmia required electrical cardioversion.